Manufacturer narrative:
Updated data: b3. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 10 months and 2 weeks following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to congestive heart failure. Atrial fibrillation, increased volume load, and moderate paravalvular leak (pvl) were also noted which may have contributed to the heart failure. The patient's diuretic medication was adjusted as treatment. No additional adverse patient effects were reported. Additional information was received that the patient was hospitalized approximately five months following the valve implant for the heart failure, pvl, and atrial fibrillation, and was treated with diuretics.

Event description:
Medtronic received information that approximately 10 months and 2 weeks following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to congestive heart failure. Atrial fibrillation, increased volume load, and moderate paravalvular leak were also noted which may have contributed to the heart failure. The patient's diuretic medication was adjusted as treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.